Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It was reported the 2.25x15 mm xience xpedition stent delivery system (sds) was intended to be advanced to the distal end of the previously implanted stent. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance of dislodging the proximal stent. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the left circumflex (lcx) coronary artery with no calcification or tortuosity and 90% stenosis. Pre-dilatation was performed with a 2.5x15 mm trek balloon and a non-abbott 2.5x20 mm drug eluting stent was delivered into the lcx opening and released. After dilation, 75% residual stenosis was found at the distal end of the stent. The 2.25x15 mm xience xpedition stent delivery system (sds) was intended to be advanced to the distal end of the previously implanted stent but it was difficult to cross the stent and when the xience xpedition sds was removed it was noted that a strut was flared. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that there was a tear on the guide wire exit notch. No additional information was provided.